Manufacturer narrative:
A lead revision was subsequently performed and this lead was removed from service and replaced. The lead was surgically abandoned and was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller. The caller reprogrammed the duration to four seconds in the vt/vf zones and stated that a revision procedure will be performed in the near future. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this right ventricular (rv) lead has been exhibiting noise which had been oversensed resulting in inappropriate shocks and anti-tachycardia pacing delivered when not required. The noise could be reproduced with body movements and pacing impedance measurements less than 200 ohms were also noted. No adverse patient effects were reported.